Manufacturer narrative:
Date rec¿d by MFR : 28aug2019, date of report : 29aug2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the part number for the cpu (central processing unit) and software reload options. The customer replaced the defective cpu to address the reported problem. The unit successfully passed the required performance verification test. The part has not been returned for failure investigation. The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13aug2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported remote alarm connector damaged. The nurse call alarm connector is broken and loose. There was no patient involvement.